Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to lead fracture. The device was also removed at that time. A new lead model 125 and device model 1821 were implanted.